Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the video locks up on the secondary monitors. Patient involvement is unknown.

Event description:
The customer reported that the video locks up on the secondary monitors. The device was in clinical use at the time the reported issue was discovered. There was no reported patient harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.